Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave hybrid - type d plug intra-aortic balloon pump (iabp) mains indicator was not showing on the machine. The fse reported that the machine was checked and it was found that the ac voltage indicator is not showing. The ac cord main assembly was suspected to be defective. There was not patient involved reported.